Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the system controller was not communicating with the power module when connected to the white and/or black cable. This was reproduced on a separate power module. They were able to establish a connection once, after repeated tries. There was no power disruption with the lack of communication noted. The two patient cables and power modules had no issue communicating with the patient's back-up system controller. The patient cable was replaced and did not resolve the intermittent communication issue. The event log contained intermittent loss of rsoc (battery/power module voltage data) from the white controller lead. This may indicate the white controller lead (data side) was worn. The controller was exchange which resolved the communication issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue with the system controller was confirmed. System controller, serial (B)(6), returned and had intermittent communication with the monitor when the white cable was manipulated on the kink near the controller housing strain relief. The cable jacket and shielding of the white power cable was stripped. A severed orange transmission wire was found approximately one inch from the strain relief. No other damage was observed. The power cables were replaced to continue with testing; the controller was able to support pump function for an extended period of time. The root cause for the communication issue was determined to be a severed communication wire in the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.